Event description:
This spontaneous report was received on (B)(6)-2013 from a consumer via a partner of sanofi and concerned a female patient with an unknown age. No medical history and concomitant medications were reported. On an unknown date in (B)(6)-2013, the patient was injected with her last session of sculptra (poly-l-lactic acid) injections over the past year. On an unspecified date, she developed autoimmune symptoms. No add'l info was reported. (B)(4).